Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02015.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod10s and a pod detachment handle (handle). During the procedure, the physician successfully implanted two pod10s into the target vessel using the handle. The physician then advanced a new pod10 into the target vessel and used the handle to detach it; however, the pod10 failed to detach. After multiple failed attempts to detach the pod10, the physician attempted to manually detach the pod10; however, the pod10 would not detach. Therefore, it was removed. The procedure was completed using a ruby coil, a pod packing coil and the same handle. There was no report of an adverse effect to the patient.